Manufacturer narrative:
An event regarding revision due to baseplate and femoral loosening and insert wear involving an unknown insert component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation :no medical records were received for review with a clinical consultant. Device history review: not performed as the device lot number is unknown. Complaint history review: not performed as the device lot number is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device ID and evaluation, operative reports, progress notes, x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As reported: "review of summary report submitted as part of an iis milestone revealed...date of right tka (B)(6) 2007; was revised on (B)(6) 2018 due to loosening, poly wear". Update 19/december/2018: clarification received: right tibial base plate was loose. Also "femur was close to being loose per the operative note".